Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, an error occurred and the blade broke when the tip was wiped. Another device was used to complete the case. No patient consequence.